Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. X-rays and device used are unk, cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was implanted in 2006. Post-op on the following month, posterior dislocation occurred. The surgeon will observe the pt's progress.